Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ncb, femur plate, right, 9 holes, 246 mm, cat#: 0203260009, lot#: ni; unknown motion loc screw, cat#: unknown, lot#: unknown; unknown motion loc screw, cat#: unknown, lot#: unknown. Customer has indicated that the product will not be returned, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06987, 0001822565-2017-06988.

Event description:
It was reported that the patient underwent a femoral plate revision due to fracture of the screws in the proximal portion of the distal femur plate. During the procedure, all components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.